Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed blood and contrast in the hub and wire lumen. Inspection of the balloon revealed a longitudinal tear in the balloon wall material on the distal end of the balloon measuring 6mm long. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the damaged balloon. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous distal right coronary artery. A non bsc 2.5mm balloon catheter was advanced to the lesion and during an unspecified inflation attempt, the balloon ruptured at an unknown pressure. The 2.5x8.0mm nc quantum apex balloon catheter was then advanced to the lesion for pre-dilation. During the first inflation, the balloon ruptured at 12atms. The device was removed intact and the procedure was completed with a different device. It was further noted that the physician thought the balloon may have ruptured due to the severe calcification. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous distal right coronary artery. A non bsc 2.5mm balloon catheter was advanced to the lesion and during an unspecified inflation attempt, the balloon ruptured at an unknown pressure. The 2.5x8.0mm nc quantum apex balloon catheter was then advanced to the lesion for pre-dilation. During the first inflation, the balloon ruptured at 12atms. The device was removed intact and the procedure was completed with a different device. It was further noted that the physician thought the balloon may have ruptured due to the severe calcification. There were no patient complications reported and the patient's status is good.